Event description:
It was reported that the patient had pump replacement on (B)(6) 2012. End of (B)(6), the patient came back through the emergency department with an infected pump. The pump and catheter were removed on (B)(6) 2012. As of (B)(6) 2012, the patient was still hospitalized. The patient experienced significant fever, respiratory depression, and "some" drainage on the intrathecal pump. Per the hcp the etiology of the infection was the pump pocket. The lab results revealed (B)(6). The patient outcome was noted as death though specific date of the patient's death was not reported. The date of death is an estimate. Further information indicated that an x-ray done (B)(6) 2012, revealed pneumonia and/or ards (acute respiratory distress syndrome) with probable pulmonary edema and small bilateral effusions. It was also reported that the patient experienced cardiac arrest due to pneumonia. It was indicated that the event/death was not related to therapy, device, or implant procedure. Additional information later indicated that the cause of death was death due to pneumonia. The pump delivered lioresal.

Event description:
Additional information received reported that the devices were disposed of by the hcp according to biohazard instructions. Additional information received reported that on (B)(6) 2012, the patient was admitted to an outside facility with respiratory distress and concern for significant erythema and drainage from his abdominal pump site (as previously reported). The patient was also noted to have complaints of a 3 day history of fever, chills, nausea, and vomiting. On (B)(6) 2012, the hospital received a request from the outside facility to transfer him and the diagnosis sent with the transfer center documentation was cellulitis with abscess. It was noted the reason for seeking outside facility consultation was metabolic acidosis and sepsis. On 10/23/2012, the patient had a pre-operative physical and diagnosis and procedure: incision and drainage, complex, postoperative wound infection. The patient was admitted with concerns for urosepsis. On (B)(6) 2012, the health care provider (hcp) removed the entire system, and cultures were obtained intra-operatively, which were positive for ¿light growth¿ of (B)(6) (as previously reported). The postoperative diagnosis was: infected intrathecal baclofen pump and catheter. The patient¿s respiratory status continued to be tenuous, and he required varied ventilation including bi-vent and vdr with failure to improve his respiratory status. The patient was unable to be weaned off the ventilator and was started on flovent medications and a prolonged ICU course. The patient began to demonstrate multi-system organ failure and sepsis with acute kidney injury, with elevated creatinine, thus vancomycin antibiotics were renally dosed. The patient was an in-patient until (B)(6) 2012, when he died with a principal diagnosis of an infected intrathecal baclofen pump. The patient¿s family declined an autopsy and the cause of death listed on the death certificate was cardiopulmonary arrest due to acute respiratory distress syndrome, multifocal pneumonia (as previously reported).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product ID, 8578 serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information (including inpatient hospitalization records): per an admission inpatient h and p (history and physical), the patient was admitted to a hospital on (B)(6) 2012. The patient was recently treated at an alternate hospital for enterococcal uti (urinary tract infection), urosepsis with hypotension and subsequently transferred to this hospital on (B)(6) 2012 in an intubated state. The patient was found to have some erythema at his abdominal pump incision site with drainage noted. Per a daily progress note and patient examination dated (B)(6) 2012, the patient had a complex medical history which included frequent utis (urinary tract infections), depression, severe constipation, epilepsy/seizures (was on keppra), and had a chronic indwelling catheter. As of the time of the exam, the patient required high ventilator support. The plan was to try and wean the vent as tolerated. Pan cultures were obtained and the patient was started on vancomycin and zosyn. A bedside echo revealed a hyperdynamic heart and ef (ejection fraction) was preserved. No obvious valvular abnormalities were noted. No effusion was noted. The patient¿s condition remained critical with one or more vital organ systems involved. There was a high probability of imminent or life-threatening deterioration. The patient was unstable with conditions that posed a significant threat to life or risk of prolonged impairment. Per a critical care daily progress note dated (B)(6) 2012, the patient experienced a 3 day history of fever, chills, and nausea/vomiting. The patient had a rapid decline requiring intubation and vasopressors. The patient¿s right and left upper extremity movements were purposeful. Their lower extremities had no movement due to past medical history of cerebral palsy. The patient¿s skin was warm and erythematous with 4-5 cm diameter warm, erythematous lesions on the arms. The patient was normotensive, and had tachycardia ¿likely secondary to infection¿. They began a trial on an airway pressure release ventilator. They were tachypneic with increased rhonchi. The patient was scheduled for a pump removal on (B)(6) 2012. At the time of the exam, the patient was receiving propofol and fentanyl intravenous infusions (intensive care unit sedation). The patient was tachycardic and had leukocytosis. Per culture results, the patient had a uti (urinary tract infection) with enterococcus noted in the urine that was susceptible to vancomycin. Chest x-ray (B)(6) 2012 revealed slightly worsening diffuse patchy alveolar and interstitial opacification (left significantly greater than right) in a pattern most consistent with injury edema versus infection/multifocal pneumonia. On (B)(6) 2012, the patient underwent removal of the infected intrathecal baclofen pump and catheter. During the operation, when the previous implant incisions were opened, a significant amount of purulent discharge was noted from the abdomen site and pus appeared to track around to the posterior catheter site. After hardware removal, both wounds were pulsavac irrigated and closed. The wound was deemed class iii contaminated. The patient was sedated but opened eyes to stimulation. A progress note dated (B)(6) 2012 noted an arterial line was placed overnight. The patient¿s prior PICC line (placed prior to hospital transfer) was removed. A central femoral line was placed in the left groin. The patient¿s sputum was positive for fungal colonies. The patient continued to require high vent support. The patient was started on fluconazole. The patient¿s wound cultures revealed gram positive bacteria. Their white blood cell count was 14.4k. Chest x-ray (B)(6) 2012 revealed fluid collection in the left abdominal wall (site of previous pump now removed); pneumonia and/or ards with probable pulmonary edema and small bilateral effusions; adenopathy in the left low neck and subclavicular region which was suspicious given the clinical concern for malignancy; bilateral hip effusions of uncertain significance in the setting of anasarca. CT of neck without contrast (B)(6) 2012 revealed multiple subcentimeter right level iia nodes, and multiple borderline and enlarged bilateral supraclavicular nodes; extensive consolidation in the left lung fields, left worse than right. Their white blood cell count was 11.9k. On (B)(6) 2012, a progress note indicated the zosyn was discontinued and the patient was started on meropenum. Tachypnea improved with fentanyl drip. A lumbar puncture was performed (B)(6) 2012; the patient¿s cerebrospinal fluid ¿appeared clean at the moment¿. On (B)(6) 2012, the hcps (healthcare providers) held a meeting with the patient¿s family. The patient was noted to be largely unresponsive. The patient¿s white blood cell count was 12.1k. The patient¿s critical medical status was explained and futility of care if cardiac arrest occurred due to severe hypoxia was explained to the patient¿s family. The family elected dnr (do not resuscitate) status for the patient at this time. The patient had narrow complex tachycardia with heart rate 150-200 beats/minute. The patient was continuing to develop (B)(6) infection and ards. The patient was trialed with adenosine which revealed a-fib with rvr (rapid ventricular response). The patient was then digoxin loaded and started on a cardizem intravenous infusion with titration to maintain a heart rate of less than 120 beats/minute. The patient had respiratory failure with severe hypoxia and required 100% fio2 via an airway pressure release ventilator. At this point, the patient had a poor outlook. The aggressive medical care would be continued and if the patient was not improving by (B)(6) 2012, the hcps would consider de-escalation of care. On (B)(6) 2012, after discussion with family, the medical care would be continued. The vancomycin was discontinued and the patient was started on nafcillin. A physical examination indicated the patient was sedated, intubated, and paralyzed. They required 90% fio2 and were on vdr. The plan was to wean fio2 as tolerated. On (B)(6) 2012, the patient was physically examined and noted to be intubated, sedated, chemically paralyzed; they did not open their eyes to stimulation. A nephrology physician saw the patient. This reporter noted that bronchoscopy was performed and revealed little evidence of infection. The lp revealed no evidence of meningitis. The patient was currently on levophed and vasopressin intravenous infusions. The patient was started on a lasix intravenous infusion on (B)(6) 2012 due to hypervolemia. The patient experienced worsening renal insufficiency and developed oliguric acute kidney injury. A differential diagnosis for acute kidney injury included sepsis, induced acute tubular necrosis, acute interstitial nephritis, obstruction, rhabdomyolysis, and prerenal azotemia. The patient¿s abg revealed metabolic alkalosis. The patient¿s pcv (packed cell volume) was 23 so 2 units of prbcs (packed red blood cells) were given, with improvement in pcv noted. The diagnoses being monitored or treated at that time included acute respiratory failure, coma, and paralysis. The assessment and plan was to continue intravenous antibiotics. Multiple chest x-rays were performed on (B)(6) 2012. They indicated significant improvement in the aeration of the lungs, but significant alveolar and atelectatic opacities remained likely; predominantly pneumonia but possible with a component of edema as well. The physician further noted diffuse alveolar opacification was seen throughout both lungs, though the left was greater than the right, in a pattern most consistent with a multifocal pneumonia, progressive on the left and slightly improved within the right base. There was also probably a component of atelectasis and/or pulmonary edema as well. There was a stable position of life support devices. They further stated there was no other significant interval change. They further noted a left internal jugular central venous catheter was kinked and projected laterally (presumably into the left subclavian vein). It was thought the catheter should be repositioned. The interval was worsening of the bilateral airspace opacities which represented injury, edema, and/or multifocal pneumonia. On (B)(6) 2013 the patient¿s diet and activity were noted to be on full strength nepro tube feeding 40 ml/hr. The transthoracic echocardiogram was unremarkable. The hcp decreased diltiazem to 15 mg every twelve hours. The patient¿s sclera was anicteric and conjunctiva was clear. Their neck appeared symmetrically enlarged. Jugular venous distention was absent. They were on a ventilator, tachypneic, with increased rhonchi. They had tachycardia, regular rhythm, with no murmur. The patient had normal bowel sounds, their abdomen was firm though distended, with ¿bms¿ in place. The urine was clear yellow with a foley catheter in place. The patient¿s fingernail bed was dark in color in all digits bilaterally, with global non-pitting edema. Their head was atraumatic, normocephalic, with a dobhoff tube in place. The patient did well on vdr overnight, and they were weaning the patient off of vdr that day. The chest x-ray was noted as ¿today better¿. The patient¿s saturation of peripheral oxygen was greater than 92%. The patient¿s creatinine was 2.23 and was uptrending. Acetazolamide was discontinued at that time, and oral metolazone 2.5 mg was added. Chest x-rays, arterial blood gas tests, blood metabolic panels, and phosphorus tests were to be performed daily. Continuous ECG was planned. A renal ultrasound indicated no obstruction. The patient¿s serum potassium was 5.5 meq/l. The operative site ¿looked good¿. The patient required ¿pres sors¿ prior to transfer and it was recommended that solumedrol be added every eight hours if needed. The patient¿s left central venous catheter was removed that morning. The patient was in critical care, and the healthcare provider attested that ¿the patient was c critically ill, and had a critical illness capable of impairing one or more vital organ systems to such a magnitude that there was a high probability of imminent or life-threatening deterioration in the patient¿s condition. Critical care services provided had required the direct personal management of an attending critical care physician. These organ-supporting interventions and therapies had required the frequent and direct assessment and manipulation by the critical care physician¿. On (B)(6) 2013, the patient was noted to be afebrile overnight. Their sedation briefly held, and they did not open their eyes to stimulation. Their pupils were equal, round, and reactive to light. They observed periorbital edema. Diltiazem was discontinued. Packed cell volume was 31 (up from 23 on (B)(6) 2013). Patient was normotensive, and vasopressin was discontinued. The patient¿s positive end-expiratory pressure was 8, respiratory rate was 22, fraction of inspired oxygen was 50%, and tidal volume was 450 ml. Their creatinine levels were 2.47 and remained uptrending. Urinalysis was negative. Nafcillin was changed to ancef for renal protection, which was discontinued on (B)(6) 2012. The plan was to follow-up with nephrology and continue with antibiotics. The patient was off of vdr and on a pressure controlled ventilator. Their chest x-ray was worse. The palliative care staff saw the patient and spoke to the patient¿s foster family. Prior to hospitalization, the patient had a good quality of life, was college educated and enjoyed spending time on the computer. The patient occasionally smoked tobacco. The patient was cognitively normal but had a ¿broken body¿. The patient would want a chance to recover to his prior to hospitalization state. If the physicians believed the patient could not recover to the patient¿s previous baseline mental status, then the patient¿s family would not want to continue aggressive medical treatment. The patient¿s family member noted that over the past month, the patient had 2-3 episodes of left testicle swelling that resolved with antibiotics. The patient received bumex 5 mg intravenous. On (B)(6) 2012, a physician indicated there was no acute need for dialysis and recommended monitoring potassium, phosphorus, and magnesium often, and to treat or replete as necessary. They had improved urine output. Creatinine was 2.87 and remained uptrending. Metolazone was changed to 7.5 twice a day. Their white blood cell count was 13k, but they were afebrile. They further stated that there was a volume status concern for volume overload as oxygenation was worsening, but it was likely due to sepsis, and the patient was on escalating doses of lasix. They noted massive scrotal edema, and edema throughout the bilateral upper and lower extremities. There was no rash or livedo, and the left side abdominal incision had no surrounding erythema, warmth, or drainage. An hcp noted the patient¿s chest x-ray was mildly worsening. Chest x-ray (B)(6) 2012 revealed continued left lung and right mid to lower lung consolidation most likely representing a combination of multifocal pneumonia and injury edema. The patient was placed back on vdr ventilation after an episode of oxygen desaturation. It was noted the et tube was dislodged and the cuff was herniated above the vocal cords. The tube was exchanged immediately but loss of recruitment and decreased compliance was observed. Bronchoscopy indicated a clear airway with complete patency. There was no evidence of infection or collapse. The patient had high cardiac output with low systemic vascular resistance, though it was improving. They remained off vasopressin. The patient¿s hypervolemia responded well to bumex and lasix intravenous infusions. The patient completed antibiotic treatment on (B)(6) 2012 for positive enterococcal urine infection. On (B)(6) 2012, a physician consult indicated the patient was becoming increasingly volume contracted, and chest x-rays showed there was more concern with infection and not pulmonary edema. They noted the patient¿s systolic blood pressure was ¿low if anything¿ and once again there was a concern with infection and volume contraction. The patient¿s creatinine continued to rise, likely due to acute tubular necrosis and volume contraction. The patient¿s lasix was down to 10 mg/hr. The patient¿s global non-pitting edema was better than the day prior. The patient¿s chest x-rays showed mild improvement. The patient was on ativan in addition to fentanyl for sedation. They remained hypervolemic. A doppler ultrasound revealed an axillary venous thrombosis, and the patient was on a heparin drip at 1120 units/hr. Creatinine increased to 3.44 and remained uptrending. The patient¿s white blood cell count was 14.9k, but the patient was afebrile. A palliative care consult indicated the patient¿s renal function ¿seemed to be resuming with increased urine out put¿. Skin breakdown was noted. The patient had improving swelling and central venous pressure. The patient was seen by a wocn (wound ostomy continence nurse). Per this reporter, the patient had multiple stage 2 pressure ulcers and weeping wounds. The patient had limited turning/repositioning in the ICU due to desaturation while on the ventilator. The ulcers were located at the left groin (former central line site), left arm, and left buttock. The patient completed antibiotic treatment on (B)(6) 2012 for positive wound culture (B)(6). On (B)(6) 2012, the patient was noted to be febrile overnight. Levophed was restarted at 2 mcg. The patient's white blood cell count was 14k. The patient¿s abdominal wound had stable eschar, and their back wound was dry. The patient was to be started on solumedrol 125 mg every day for seven days as lung function improved after starting. They had candida albicans in their urine and sputum so diflucan was to be started. The patient continued to exhibit ards, acute respiratory failure requiring intubation, acute renal failure syndrome, leukocytosis, hemodynamic instability, and hyperglycemia. Regarding the patient¿s blood pressure, it could be very labile and would occasionally become hypertensive into the 180s-190s systolic. The plan was to pull off volume with 24 hours of lasix 2 mg every eight hours and albumin 250 ml of 5% as the patient appeared to be intravascularly dry but fluid overloaded. A chest x-ray on (B)(6) 2012 revealed improving patchy opacities, right greater than left, favoring resolving pulmonary edema. Underlying multifocal pneumonia remained a consideration. The patient¿s creatinine decreased to 3.96 from 4.09. The respiratory failure was most likely secondary to ards and pneumonitis. The patient¿s scrotum swelling improved. Their white blood cell count was 9k, down from 14k yesterday. A chest x-ray (B)(6) 2012 revealed increasing dense consolidation in left upper to mid chest; left lower lobe consolidation with patchy right-sided aveolar opacities which likely represented a combination of multifocal pna (pneumonia) with ards/injury edema. The patient¿s wound opened overnight, and was noted to be ¿oversewn¿. There was no evidence of purulent discharge. The patient¿s white blood cell count was 7.4k, down from 9k yesterday. The patient¿s wound site was re-sutured due to serosanguinous fluid observed by nursing staff. There was a moderate amount of blood expressed from the wound site so the patient¿s intravenous heparin drip was discontinued. The patient¿s creatinine decreased to 3.77 from 3.96. The patient was to be switched from vdr to airway pressure release ventilation. The patient was off all diuretics. The hcp noted increased lower extremity wasting and contractures. Prior to going to the operating room for wound wash-out, the patient was examined and noted to be sedated, intubated, ill appearing, contracted; their pupils equal, round, and reactive to light with periorbital edema; their lips dry and cracked. They had diffuse rhonchi and crackles. Their cardiovascular was noted to have regular rhythm, normal rate, with distant heart tones. Their gi was soft, distended, with hypoactive bowel sounds. They had significant spasticity and joint contractures. They observed skin breakdown. On (B)(6) 2012, the patient returned to the operating room for an I <(>&<)>d (irrigation and debridement) and exploration of the intrathecal pump wound site (washout of abscess). The surgeon indicated on (B)(6) 2012 that over the past week, the wound began to dehisce. The patient¿s white blood cell count increased to 9k from 7.4k yesterday. On (B)(6) 2012, the abdominal wound opened spontaneously, so it was oversewn by a surgeon. During surgery on (B)(6) 2012, the incision was opened by a surgeon and the former pump pocket was exposed. There was a lot of necrotic, purulent exudate with fibrinous exudate in the pocket of the wound. The wound was washed out and a penrose drain was placed and the incision was closed. Per a palliative care progress note dated (B)(6) 2012, the patient¿s family remained hopeful but knew the patient¿s medical condition was quite tenuous. A family meeting was scheduled to occur on (B)(6) 2012. At that meeting the hcps planned to obtain family member input regarding the patient having a tracheostomy tube placed. Per a critical care progress note dated (B)(6) 2012, the patient was febrile overnight and pan cultures were obtained. The patient was started on meropenem and noxacillin. The physician noted the patient may transition to comfort care status. The patient¿s respiratory status was making small improvements. The patient was remaining stable on decreased ventilator support. The acute kidney failure was suspected to be related to rapid diuresis, and the plan was to aim for gentle diuresis of no more than 1-2 l off a day as it seemed to be improving. A chest x-ray revealed continued left chest consolidation with air bronchograms increased opacity throughout the right chest likely representing a combination of multifocal pneumonia and ards/injury edema. Overall, the findings were slightly worsened on the right when compared with the previous exam. The patient¿s creatinine decreased to 3.51 from 3.77. The patient was administered the following medications during their inpatient stay: levitracetam injection: keppra 500 mg intravenous twelve times per day; gabapentin: neurontin 800 mg po six times per day; dantrolene: dantrium 50 mg orally six times per day; clonazepam: klonopin 1 mg orally three times per day; fluoxetine: prozac 40 mg orally once per day at 10:00; vicodin (lortab 5/500): one tablet orally, six times per day as needed; tamsulosin: flomax 0.4 mg orally every morning at 10:00; omeprazole oral suspension 20 mg per tube 1st stat every day at 6:00; heparin subcutaneous injection 5000 every eight hours; albuterol hydrofluoroalkane inhaler six puff inhalations 1st now every four hours; propofol infusion: 25 mcg/kg/min intravenous 1st now infusion; cisatracurium infusion: 1 mcg/kg/min intravenous 1st stat infusion; metroprolol injection: lopressor 5 mg intravenous 1st stat every hour as needed; diltiazem: cardizem 30 mg per tube every twelve hours alternating; fentanyl infusion: 50 mcg/hr intravenous 1st stat infusion for three days; dextrose 50% in water 50 ml intravenous as needed; insulin aspart sliding scale 5-25 unit subcutaneous every four hours; nafcillin injection: 2000 mg intravenous every four hours for seven days; meropenem injection: merrem 1000 mg intravenous every twelve hours for five days; fluconazole: diflucan 200 mg orally every twenty four hours for three doses; boudreaux¿s butt paste one application topical twice a day as needed; xenaderm ointment one application topical twice a day as needed; norepinephrine infusion: levophed 6 mcg/min intravenous 1st stat infusion; furosemide infusion: 10 mg/hr intravenous 1st stat infusion; vasopressin infusion: pitressin 0.04 units/min intravenous 1st stat infusion; the patient was scheduled for metolazone: zaroxolyn 2.5 mg per tube 1st now once daily at 6:00; hydrocortisone injection every six hours for three days